Manufacturer narrative:
Returned product consisted of a ranger sl drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen was stretched and buckled in multiple locations. Microscopic examination revealed that the tip was damaged and there was a pinhole in the balloon 14.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that there was a pinhole in the balloon.

Event description:
It was reported that the balloon ruptured during inflation. This ranger sl 3.00mm x 150mm, 150cm was selected for a peripheral arterial occlusive disease procedure to treat stenosis. The balloon burst during inflation in less than three minutes. The procedure was completed with no serious injury to the patient.

Event description:
It was reported that the balloon ruptured during inflation. This ranger sl 3.00mm x 150mm, 150cm was selected for a peripheral arterial occlusive disease procedure to treat stenosis. The balloon burst during inflation in less than three minutes. The procedure was completed with no serious injury to the patient.